Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height drawer was failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) troubleshot the issue by removing the back panel, resetting the cabling, and restarting the unit. The three medications were reloaded into the pockets that were showing cubie errors, and their operation was verified. The customer formed a line to use the station, which limited the ability to run hardware test application (hta) properly. However, the unit remained operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height drawer was failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.